Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.